Manufacturer narrative:
Correction: h6: health effect impact code should have been '2199: no health consequences or impact' instead of '4636: unexpected diagnostic intervention'.

Manufacturer narrative:
The reported event of reset was confirmed via provided device records. Based on the information provided, it was determined that the reset occurred due to memory corruption. The reset resulted in the device switching to an older firmware version rather than entering backup mode.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the pacemaker exhibited a backup vvi mode. No intervention was performed however the pacemaker corrected the issue itself. The patient was in stable condition.